Event description:
It was reported that while the ventilator was connected to a pt, three technical error codes indicating disabled valves, pt category mismatch and internal memory error were generated and the ventilation stopped. (B)(4).

Manufacturer narrative:
(B)(4).